Event description:
(B)(4) reference the same case. Birthdate: (B)(6). According to the reporter: upon removing specimen (appendix), dr. (B)(6) inspected the staple line and noticed unformed staples and that the specimen was open -staple line was not intact. Opened patient to inspect the other staple line (patient side - stump of appendix.) Current patient status: ok another manuf reinforcmt material used?: no. Were other manufacturer product used?: no. Was the device used in patient: yes. Was there patient involvement: yes. Was there patient injury/hazard: no. Was there user involvement?: yes. Was there user injury/hazard?: no. Unanticipated tissue loss? No. Unanticipated ext for incision more 1in? Yes. If yes, how much was ext incision? Approximately 4-5 inches. Unanticipated blood loss more than 500cc: no. Was the delay over 30 minutes: yes. If yes, did delay affect the patient? No. Device fragment fall in patient cavity? No. Device fragment left in patient? No. What was done to correct condition? Oversewed staple line with silk.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/17/2015.

Manufacturer narrative:
(B)(4).